Manufacturer narrative:
Pump serial numbers: (B)(4). Cartridge lot numbers: m021957. The t:slim user guide states: "insulin should be at room temperature before filling cartridge" and "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin."

Event description:
Quarterly summary report for alleged insulin gauge issues: it was reported that the insulin gauge was inaccurate or a minimum fill notification was received after the cartridge was filled with a sufficient amount of insulin. The issue was resolved by loading a new cartridge or reverting to an alternate method of insulin therapy. There was no adverse impact to the user.